Manufacturer narrative:
A customer submitted photos of tubing to cardioquip for investigation due to suspected bacterial contamination. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. Currently the device is waiting to be serviced. Following the internal water pathway replacement, the device will be returned to specification and be fully functional. A follow-up will be filed if any additional information or information that corrects this report is obtained.

Event description:
The customer has forwarded images of the device tubing with suspected contamination to cardioquip. Cq epidemiology recommended hpc testing. Based on the results from hpc testing for bacterial contamination this device is above the acceptable limits for water quality in cardioquip cooler-heaters.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
The customer has forwarded images of the device tubing with suspected contamination to cardioquip. Cq epidemiology recommended hpc testing. Based on the results from hpc testing for bacterial contamination this device is above the acceptable limits for water quality in cardioquip cooler-heaters.